Event description:
The following information was provided: as per pss implant request: right knee instability and pain secondary to valgus alignment of tibial component. Pt has a triathlon uncemented right total knee replacement placed in (B)(6) 2011. She has a size 5 uncemented tibia, size 5 uncemented femur and 9mm cr polyethylene liner. The tibial component was placed in 5° of valgus malalignment and is the cause of persistent instability in the coronal plane and pain issues for which she is very unhappy. It is very well fixed and would be very difficult to remove. Femoral alignment is satisfactory) I would like a custom liner that is 9mm medially and is in 5° of varus to correct the malalignment.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon baseplate was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient had a cementless cr triathlon total knee arthroplasty with residual valgus deformity in the upper tibia since I was able to view x-rays with the implant in place which demonstrates the deformity. Root cause analysis: the root cause of this event can be determined. In my opinion the root cause of this deformity is iatrogenic in that the tibia was cut in valgus rather than neutral alignment thereby resulting in an abnormal mechanical axis. A knee that is in valgus can result in instability and chronic pain from stretching of the medial collateral ligament upon ambulation. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported as per pss implant request case: right knee instability and pain secondary to valgus alignment of tibial component. Pt has a triathlon uncemented right total knee replacement placed in 10/october/2011. She has a size 5 uncemented tibia, size 5 uncemented femur and 9mm cr polyethylene liner. The tibial component was placed in 5° of valgus malalignment and is the cause of persistent instability in the coronal plane and pain issues for which she is very unhappy. It is very well fixed and would be very difficult to remove. Femoral alignment is satisfactory) I would like a custom liner that is 9mm medially and is in 5° of varus to correct the malalignment. A review of the provided medical records by a clinical consultant indicated: I can confirm that the patient had a cementless cr triathlon total knee arthroplasty with residual valgus deformity in the upper tibia since I was able to view x-rays with the implant in place which demonstrates the deformity. The root cause of this event can be determined. In my opinion the root cause of this deformity is iatrogenic in that the tibia was cut in valgus rather than neutral alignment thereby resulting in an abnormal mechanical axis. A knee that is in valgus can result in instability and chronic pain from stretching of the medial collateral ligament upon ambulation. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.